Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
The lot number was initially reported as 5655000. Upon further review, it was noted that the lot number of the suspect device is unknown. Corrected lot # from 5655000 to unknown. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Event description:
Patient was implanted with peek patient specific implant (psi) on an unknown date. Reportedly the patient developed an infection. Patient was returned to the operating room on an unspecified date for removal of hardware. The anticipated treatment for the patient was reported as new cranioplasty. No further information was provided. This is 1 of 1 report for complaint #(B)(4).